Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-nov-2016: quality-safety evaluation of ptc (ptc global number (B)(4)) company causality comment: this spontaneous non-medically confirmed case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced unspecified complications leading to a partial hysterectomy with device removal approximately 5 years after insertion. Device removal is serious due to medical significance and is anticipated in the reference safety information of essure. After essure insertion, complications may occur even after correct placement of the device (as in this case). In the present case the exact reason for device removal was not specified. Given the positive temporal relationship and the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). An additional non-serious event was also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent contraception. The post-operative evaluation revealed good placement of the essure and no abnormalities. After the procedure, the consumer experienced fatigue and tiredness, among other complications. As a result of these complications, in (B)(6) 2014 she underwent a partial hysterectomy to remove the device. Company causality comment: this spontaneous non-medically confirmed case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced unspecified complications leading to a partial hysterectomy with device removal approximately 5 years after insertion. Device removal is serious due to medical significance and is anticipated in the reference safety information of essure. After essure insertion, complications may occur even after correct placement of the device (as in this case). In the present case the exact reason for device removal was not specified. Given the positive temporal relationship and the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). An additional non-serious event was also reported. This case was regarded as incident since device removal was required. A quality-safety investigation is being sought. Further information is expected only through the litigation process.